Manufacturer narrative:
The e-100 generator was returned for failure analysis and the reported failure was replicated. The e-100 generator was installed on the test system and failed evaluation. The bipolar led on the e-100 generator would not turn on and sealing/cutting could not be performed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the operating room (or) nurse called and reported that the surgeon was having a problem with the vessel sealer. Intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed that the customer was speaking about the e-100 generator. The caller was not certain on the details but requested that the system be checked. The caller was present during the procedure at the time of the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically and there were no patient issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed the reported complaint ¿bipolar/monopolar not firing¿. The fse replaced the e-100 generator unit to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the e-100 generator unit be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer reported that the surgeon was having a problem with the vessel sealer when using the e-100 generator, and complaint investigation confirmed the e-100 generator unit was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.